Event description:
Caller indicated the relion micro meter was giving high readings. Caller would like a refund for her two test strip bottles. She said she had meter for two years and it did not start to give her problems up until two weeks ago. Caller said she has another meter that she feels better with using. She said she has not had a problem with readings until this new bottle of strips she just purchased. She has been getting high readings in the 600 range and the last test she took with inktel was at 571. She tested with her other meter and got a reading in the 160 range. I offered first to send her the proper cs but she said she just wanted to go ahead and do the refund for the strips. She will use other meter that she has. She also verified that there were no major changes to lifestyle that would affect the readings. (B)(6) 2015 called customer. She confirmed that the readings of 571 and 160 were back to back readings. She was at work and didn't want to be on her cell phone. She didn't have time to fill out a report or answer any questions right now. She will call us back when she can. She also cannot send us the meter back because she threw the meter away and today was trash pick-up so the meter is gone.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. The strips involved in the incident were returned, but the meter was not returned. The returned strip lot was evaluated with a reference meter and performed to specification. No failure detected.